Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs 300 with an out of box failure regarding an error message regarding the peristaltic pump. The entire device was returned to haemonetics on november 29, 2018 for evaluation. During testing on december 3, 2018, additional error messages were observed. During analysis evidence of thermal decomposition was observed on a circuit board in the device. The device will detect any hardware failures and will not pass the post (power on self test protocol) until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs 300 with an out of box failure regarding an error message regarding the peristaltic pump. The entire device was returned to haemonetics for evaluation on november 29, 2018. During testing additional on december 3, 2018 error messages were observed. During analysis evidence of thermal decomposition was observed on a circuit board in the device. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. Haemonetics has previously submitted a medwatch for this type of failure, as such an MDR is required.